Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the headaches and vomiting were not confirmed to be related to the device or therapy. The patient was given fluids and meds for her migraines and the symptoms resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was admitted to the hospital through the emergency room (ER) on (B)(6) 2018 due to complaints of headache and vomiting following the scs system. A CT scan was performed and the system was within normal limits according to the doctor. The patient was admitted for observation. The manufacturer representative was going to see the patient on (B)(6) 2018 to reinforce use of the patient programmer (pp). It was noted that the patient had stimulation to the right arm and left leg on two programs and it was comfortable for them. No further complications are anticipated.